Event description:
It was reported that the patient was not oxygenating correctly. Readings on external monitor of another brand indicated high levels of co2 in the blood. The level is unknown. The external monitor was replaced and the patient¿s co2 levels improved. Final patient outcome was no injury. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
Provided additional information stated that the external co2 monitor and the ventilator was replaced and the patient¿s vital parameters improved. The ventilator was then investigated by our field service engineer. No anomalies were noted. The ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided for investigation. Further information from the healthcare facility also stated that the patient was found not properly intubated. In what way was not provided. The root cause of the reported difficulties in oxygenating the patient has not been conclusively determined but was most likely an improper intubation of the patient. There was no ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).